Manufacturer narrative:
(B)(4). Review of CT¿s from 3- 1/2 years post-implant revealed that an endurant stent graft system was implanted in the patient. The max diameter aaa measured 3cm; no clear endoleak was seen within the aaa. Coils were seen placed just superior to the suprarenal stents; posterior to the sma. The aorta appeared dilated near the level of the left renal artery (to 3cm diameter), and contrast was seen within this dilated area but did not appear to extend into the aaa. The ipsi limb was placed distally into the left common iliac artery, and the contra limb was within the distal right common iliac artery. Minor thrombus was seen within the ipsi limb beginning just distal to the flow divider and extending ¿ 3cm in length. The contra limb was patent and no thrombus was seen distal to the devices. Across the calcified distal aorta the diameter measured 20 x 22mm and there was slight compression of both limbs seen (8mm minimum). The iliacs were non-tortuous. No other stent graft issues were observed. The cause of the contrast seen just above the stent graft near the level of the left renal orifice could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. The cause of the limb thrombus seen within the ipsi limb could not be determined; this may be patient related (poor distal runoff) or anatomy related due to placement within the small aortic vessels.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a CT that revealed a possible proximal type I endoleak at the level of the renal orifice. No treatment will be provided at this time. No clinical sequelae were reported and the patient is fine.